Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated that insulin was not being delivered. Reportedly, an unspecified alarm occurred and the customer used 6 infusion sets to attempt to resolve the event. The customer reported that the blood glucose (bg) level was elevated; however, the exact value was not provided. The customer declined troubleshooting with tandem's technical support. Reportedly, the customer did not have alternate insulin therapy.